Event description:
The customer reported high blood glucose. Customer stated that her blood glucose was 325 mg/dl and went up to 409 mg/dl. She changed site and gave bolus of 4 units and at 9 pm her blood glucose was 373 mg/dl, at 10 pm 409 mg/dl and at 10:45 pm became 389 mg/dl. Troubleshooting was done. Customer's blood glucose was 409 mg/dl. Assisted the customer to perform high pressure test and test passed. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.